Manufacturer narrative:
Additional, changed, and/or corrected data: d9. Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "hardness and pain in the breast. Under surgery discovered ruptured implant and double capsule". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, breast pain, visibility/palpability.

Event description:
Healthcare professional reported left side "hardness and pain in the breast. Under surgery discovered ruptured implant and double capsule". Device has been explanted and replaced with another manufacturer's device.